Manufacturer narrative:
Initial MDR with device evaluation. No product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 24301-0007t and lot# 24075212 was performed. The search showed that a total of(B)(4)units in 1 lot number was built on 26jul2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material: 24301-0007t lot: 24075212 it was reported by the customer that the chamber broke off of the IV tubing and chemotherapy was rapidly spilling out of the IV bag. Verbatim: chamber broke off of the IV tubing and chemotherapy was rapidly spilling out of the IV bag.